Manufacturer narrative:
Results: a slight kink was present approximately 128.5 cm from the hub. Conclusions: evaluation of the returned ace60 confirmed a slight kink on the distal shaft. This type of damage typically occurs if the device is advanced against resistance. During functional testing, the ace60 was advanced through a demonstration neuron max without an issue and a demonstration 3maxc was advanced through the ace60 without an issue. No other devices associate with the complaint were returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60), a non-penumbra microcatheter and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, while advancing an ace60 with a microcatheter over a guidewire, the ace60 would not advance past the ophthalmic artery; therefore, it was removed. Upon removal, it was noticed that the ace60 had a crease mark approximately 50 mm from the distal tip. The procedure was completed using another ace60, the same microcatheter and guidewire. There was no report of an adverse effect to the patient.